Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hystrectomy(full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, headache and weight increased had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/chronic pain,abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(unspecified) result unknown. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event injury were updated to new events pelvic/chronic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine, headaches, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.